Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the reported issue was determined to be user error, tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing and internal/external inspection of the device. Also, a simulated therapy was successfully performed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 21:15:36. During night drain cycle six, the patient's ultrafiltration reading was 1829ml, indicating the home patient (hp) drained 1529ml more than their maximum programmed fill volume of 1500ml. No further information was available.